Manufacturer narrative:
The subject device was not returned to olympus medical systems corp.(omsc) for evaluation. According to the literature, it is known that gas bubbles may occur during the transurethral resection(tur) and a small explosion may occur infrequently because of chemical reaction of the gas bubbles. Therefore, omsc surmised that the reported phenomenon caused by the common complication of the prostatectomy. The ues-40 instruction manual states the notice for the handling of the device. Also, omsc checked the device history record of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. During the resection of bladder tumor, the facility found the irregular breach on the bladder of the patient. The facility changed the procedure to the open surgery, and completed the procedure. Abnormality of the medical device did not occur. The physician commented that this issue was not related to the quality of the medical device.